Event description:
During testing at the user facility, it was noted that the ground prong on the ac power cord plug was bent. Prior to testing, the device had been returned to the biomedical department with an unsigned note that stated, "broken". There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.